Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "bad occlusion sensors" which was reproduced as a downstream occlusion alarm while running a loaded set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "bad occlusion sensors" which was later clarified during baxter's evaluation as a downstream occlusion alarm. Any patient involvement, injury or medical intervention is unknown.